Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of transfusion ('blood transfusion') and medical device removal ('essure removed') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent transfusion (seriousness criteria medically significant and intervention required) and medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the transfusion and medical device removal outcome was unknown. The reporter considered medical device removal and transfusion to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed'), endometrial ablation ('ablation') and transfusion ('blood transfusion') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criteria medically significant and intervention required) and transfusion (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the medical device removal, endometrial ablation and transfusion outcome was unknown. The reporter considered endometrial ablation, medical device removal and transfusion to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.